Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue had already been resolved with no further assistance required. The customer agreed to close the case as completed. The system functioned as intended after the technical support specialist customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a patient was not displayed on the station. There were no delay or adverse events or injuries reported based on this event.